Manufacturer narrative:
(B)(4). The sample has been received and is available for evaluation. Once the sample has been evaluated a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). The customer returned one actual sample for evaluation and it was visually inspected. The reported condition was confirmed as the spike was observed to be broken. An assignable root cause could not be determined. A batch review was performed on the reported lot with no deviations found. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to baxter (B)(4) that on the (B)(6) 2011 a flogard IV solution administration set broke away at the top of the set. A patient was involved but no injury was incurred. One unit was impacted. There was no patient injury or medical intervention necessary. No additional information is available.